Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(4) 2017, it was reported that the device does not cut smoothly; the grafts that are cut are not uniform. On (B)(4) 2017, it was clarified that the issue occurred (B)(6) 2017 during surgery where the graft was not uniform; it was in a zig zag. The harvested graft was usable and there was no additional graft taken. There was no other device used to complete the surgery and there was no adverse event associated with the failure. There was no extension or delay to the surgical procedure and there was no harm or injury to the operator. The surgical technique for the product was utilized. The customer returned an air dermatome device, serial number (B)(4), for evaluation. (B)(6) has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the vdoc service portal. The last repair was (B)(6) 2016 where it was reported that the device was not working, it had been in the automatic washer and the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screw, poppet, lever and ball plunger were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by (B)(6) on (B)(6) 2017 revealed that the incoming tests failed. The calibration was not correct and the air motor had a low speed. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by (B)(6) on (B)(6) 2017 which included replacement of the bearings, o-rings, spring seal, poppet assembly, throttle hinge, throttle hinge gasket, screw, motor, and motor sleeve. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by (B)(6) it was noted that the calibration was not correct and the air motor had a low speed. While during the initial inspection by (B)(6) it was noted that the calibration was not correct and the air motor had a low speed, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported the dermatome does not cut smoothly; the grafts that are cut are not uniform. Additional information received january 30, 2017 described the grafts as being cut during surgery in a zigzag pattern. However, the harvested graft was useable. There was no harm or surgical delay reported.